Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, cracked reservoir tube lip, cracked battery tube threads, cracked case near reservoir window and cracked case near display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a display anomaly. The customer explained that the display had lines that were getting bigger and would make it difficult to read the screen. The blood glucose at the time of the incident was 7.2 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.